Event description:
It was reported, the pt had a broken femur of the right leg. In 2005, she had a nail implanted. In 2006, it was found that the implant was broken. Four days later the pt was revised.